Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
During an angioplasty procedure to a shunt anastomosis, this balloon ruptured at 8 atmospheres. The age and gender of the patient is unknown. The vessel had severe calcification, moderate tortuousity and 90% stenosis. After properly "inspecting and prepping" the device, the product was advanced to the lesion over the guidewire and placed at the lesion. Upon inflation with an indeflator, the balloon ruptured. Therefore, the balloon was removed from the patient and another balloon was used to successfully complete the procedure. There was no reported injury to the patient.